Manufacturer narrative:
Imdrf clinical signs code: code e0209 is not available in database to capture drowsiness. Based on the available information, this event is deemed to be a reported malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced the infusion set leakage event on (B)(6) 2026. The patient also experienced high blood glucose. The patient also experienced headache and constant urination and drowsiness.